Manufacturer narrative:
(B)(4). (B)(6). There was no reported device malfunction and the product was not returned. Ventricular tachycardia and stenosis are listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2013 a xience pro stent was implanted in the left main and in the proximal left anterior descending (plad) coronary artery. On (B)(6) 2014, approximately 8 months post stent implantation, the patient experienced a non sustained episode of ventricular tachycardia and was hospitalized. In-stent restenosis was noted in the plad and on (B)(6) 2014, balloon angioplasty with a drug eluting balloon was performed, resolving the event. There was no additional information provided.